Event description:
Medtronic aquamantys 6.0 bipolar sealer, opened on sterile field for pt's total knee replacement. Connected to aquamantys machine and primed with saline as directed. Surgeon attempted to use device, device did not work as it is supposed no current to seal pt's tissue. Attempted to re prime instrument. Surgeon tried once more. Instrument did not work. Removed device from field and opened another one that did work correctly. FDA safety report ID # (B)(4).